Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120714.

Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.